Manufacturer narrative:
Investigation underway.

Event description:
It was reported that the slidebar on a stair-pro did not slow down the chair as it was descending down stairs. There was a pt on the chair at the time of the incident; however, no adverse consequences were reported. The chair handles were extended and they punched through the wall when the chair reached the bottom of the stairs. There was reported pt involvement, however no adverse consequences have been reported.